Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pause episodes were observed due to intermittent undersensing due to varying r-wave amplitude. Technical support was contacted and suggested reprogramming the device to resolve the issue. The device is anticipated to be reprogrammed at follow-up to resolve the issue. The patient was in stable condition.